Event description:
It was reported to medtronic minimed that the customer experienced a low battery life of the insulin pump. The customer also reported a replace battery now alarm with a prior low battery alert and it was the second occurrence in less than 8 hours. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed for replace battery now alarm and instructed the customer that the insulin pump will be replaced and the customer can continue to use the insulin pump until a replacement arrives if a new battery was installed. Troubleshooting was not performed for the low battery life. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1885 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed self test, active current measurement and sleep current measurement. No low battery alert, replace battery alert or replace battery now alarm noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump battery cycle 11.0 received the lowbatteryalert (104) on 06/23/2025 01:03:00 after more than 7 days at 13.55 days. Battery cycle 7.0 received the lowbatteryalert (104) on 06/09/2025 11:07:00 after more than 7 days at 12.9 days. Battery cycle 2.0 received the lowbatteryalert (104) on 05/27/2025 03:49:00 after more than 7 days at 14.44 days. No unexpected low battery alerts listed in the pump trace download. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found moisture damage on the r17 and r41 on the pcba 1 and force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay and cracked up, down, select button keypad overlay. The sc1 cap locks properly in place in the reservoir compartment noted. No low battery alert, replace battery alert or replace battery now alarm noted during testing and no unexpected low battery alerts listed in the pump trace download. Unexpected battery power loss and charge/battery lasts less than expected was not confirmed. Moisture damage confirmed on the pcba 1 and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.